Event description:
The customer reported a leak at the probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 3 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found two leaks inside the instrument. One leak was at the probe wipe of the instrument and the other leak was around the blood sampling valve. The cause of the leak at the probe wipe was that the normally open tubing through pinch valve pv43 was crimped. The fse straightened the tubing through pinch valve pv43 and the leak at the probe wipe was fixed. The cause of the second leak was the blood sampling valve shaft was worn. The fse replaced the bsv actuator and the leak at the bsv area was fixed. The repairs were verified per established procedures. Bec internal reference to this event is (B)(4).